Event description:
It was reported that the patient experienced 4 inappropriate shocks. The right ventricular lead has oversensing with impedance greater than 2500 ohms and may have fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the guide tooth was damaged. Performance data was collected from the device and revealed that there was high resistance/impedance. There was 1 - patient alert for rv.pace lead z =2464 ohms on (B)(6) 2012 03:00:04. The daily pace lead measurement log data shows an abrupt increase for v.pace= 352 to 2464 ohms peak between (B)(6) 2012. There was sensing - oversensing and 1 - ventricular nst=200 ms on (B)(6) 2012 04:11:23.